Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was admitted due to painless macroscopic hematuria for one day. At 16:00, a foley catheter three chamber was inserted according to medical orders. During catheter insertion, it was found that the side holes for irrigation were blocked when checking the catheter quality. At 16:01, a new catheter was immediately replaced and inserted.